Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during a total laparoscopic hysterectomy, leaking current from the shaft of this device led to the burn on the uterus of the patient.

Manufacturer narrative:
This supplemental report is being submitted to add information in model and lot#, device manufacture date, and correct evaluation codes to reflect additional information olympus obtained. The subject device was returned to olympus for evaluation. The evaluation confirmed that the coating of outer surface of the grasping section did not come off and the covering of the shaft did not tear. The manufacturing record of the subject device was reviewed with no irregularities. The cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high during activation or after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the subject device already states; warnings: the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section. Warnings: only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage.